Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
On (B)(6) 2013, information was received from a trial patient who was receiving morphine and an unknown drug (unknown concentration at an unknown dose via an implantable pump for an unknown indication. On (B)(6) 2013, the patient began a 7 day trial for a intrathecal morphine pump. Six days into the trial, the patient was having "severe side-effects". The patient could not pee (urinary retention) and has had a catheter (no reported device information) since the beginning of the trial. The patient was going to have the catheter removed back where they had the procedure done and would shut the pump off themselves on (B)(6) 2013. The patient would see if they could urinate on their own 24 hours after the catheter removal and 14 hours after the pump was shut off. The patient reported they thought everything worked fine other than the side-effects, so the patient would have to decided whether to go ahead with the permanent implant. Additional information has been requested regarding outcome, drug and device information, cause and troubleshooting, but it was not available at the time of this report.